Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, service code 204, belt/monitor unusable) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging wires and damaged the j1001 connector pins on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient was receiving service code 204 messages (belt/monitor unusable).